Event description:
The customer reported that they were preparing the oxygen manifold for use the manifold leaked oxygen when it was connected an oxygen tank. There was no patient involvement.

Manufacturer narrative:
The oxygen manifold was returned to the manufacturer for failure investigation. The manifold was tested and the reported issue was confirmed. Residue was found on a check valve poppet which caused the check valve to be stuck open.

Manufacturer narrative:
Updated .